Event description:
Complainant alleged that while attempting to cardiovert a 63-year-old female patient, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed multiple poor pad contact messages, which indicates that the device detected a high or open impedance. It was confirmed with the customer that electrolyte gel had not been used during the event. The use of electrolyte gel could help minimize high impedance and establish better coupling. However, it could not be confirmed that the lack of gel prevented defibrillation through the paddles of the device. Analysis for reports of this type has not identified an increase in trend.